Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-07579. It was reported that the patient was experiencing ineffective therapy from their pain management system. There were no known issues with impedances. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted.